Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. No damage observed. The device was received in a blister tray inside a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. No damage observed. The product investigation could not identify the root cause for the reported complaint "the implant got stuck in the injector and came out damaged". The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. No damage was observed to the lens or device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of the implant got stuck in the injector and came out damaged. No clinical consequences to the patient. Lens was replaced with another lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).